Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was starting a couple months ago, pt would say in 2023 the pt noted they seemed like they were always recharging the ins. The ins was not holding a charge very well for they felt like they had it hooked up all the time. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2024 telph (rep): no new information.